Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of study from (B)(6). The title of this report is ¿percutaneous cannulated screw fixation of sacral fractures and sacroiliac joint disruptions with CT-controlled guidewires performed by interventionalists: single center experience in treating posterior pelvic instability¿ which is associated with the stryker ¿asnis iii cannulated screw¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2003-2013. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses minor iatrogenic sacral impaction. 2 out of 3 cases. The report states: ¿during immediate follow-up 3 cases of minor iatrogenic sacral impaction (<5 mm) due to bolting.¿